Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was over 600 mg/dl. The customer stated they were admitted into the intensive care unit for their high blood glucose. Customer reported feeling nauseous prior to their hospitalization. The customer stated the cause of their hospitalization was from diabetic ketoacidosis. The customer was currently in the intensive care unit at the time of the call. Troubleshooting found the customer had a bent cannula upon removal of their infusion. Customer stated their cannula was occluded. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.